Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the issue occurred during lap distal pancreatectomy wherein the surgeon was using a device to fire pancreatic parenchyma. The surgeon clamped the tissue, pushed the green button, and tried to fire but it did not fire. Bleeding occurred as a result of the issue but the surgeon was able to stop it. There was no blood loss due to the product problem. The patient was fine.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.